Event description:
Boston scientific received info that this atrial dextrus lead was exhibiting decreased p-wave measurements and no capture two weeks post implant. No adverse pt effects were reported. No other adverse events have been reported. This product issue will be updated if add'l info is received. The date of implant was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.